Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they did not provide the actual bg level. The cause of low bg was unknown. The customer¿s legs were swollen because of the low bg. The customer stopped using the pump to address bg. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.